Event description:
The customer reported that during a preventive maintenance by biomed the iabp displayed low vacuum alarm while pumping at 80 beats per minute in auto mode.

Manufacturer narrative:
The company rep observed that the k8 on drive assembly was sticking in the open position and the blood detector voltages was out of calibration. The 2.5-5 volt, was reading 2.4 and could not be adjusted. The company rep replaced the drive manifold assembly (part number: 0104-00-0018) and the solenoid driver board (part number: 0670-00-0639). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).